Event description:
It was reported that during a shoulder arthroscopy procedure using the speedlock plus procedure set, the peek anchor broke off while inside the joint. The anchor was abandoned inside the bone and a new bone hole was drilled, to complete the procedure using a backup anchor. There were no significant delays or patient complications reported as a result of this event.